Event description:
Customer reports low blood symptoms with blood glucose result of 377 mg/dl taken on the aviva system. Based on result, he was given humulin 10 units. Customer was immediately re-tested and result was 19 mg/dl on the aviva system. Paramedics were called and arrived within 10 minutes, and he was treated with glucose IV (result on paramedic's meter unknown). Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 300573, expiration date 08/31/2008).